Event description:
It was reported that purulent drainage was coming from the pocket site. The device and leads were explanted and replaced four days later. The patient also had an absorbable antibacterial envelope. No further patient complications have been reported as a result of this event.